Manufacturer narrative:
The investigation is on-going at this time. Product and data logs have not yet been returned from facility in (B)(6). A supplemental medwatch will be completed when investigation has concluded.

Event description:
An (B)(6) male in cardiogenic shock was having an impella cp placed at the right femoral artery via the 14fr introducer when there was difficulty with the introducer. The introducer locking mechanism was not functioning appropriately and there was associated blood loss. To alleviate the blood loss the introducer was positioned deeper within the artery, which failed to lessen the blood loss. The team performed a contrast injection of the femoral acces site and observed a vessel damage. The damage was treated with a bard covera stent. After treateing the vessel with a covered stent, access was made at the contralateral femoral and support with the impella pump was initiated.

Manufacturer narrative:
Since the initial medwatch was filed, the product was returned from the european complainant. The clinical account describes that the introducer was unable to lock with the dilator, leading to difficulties with insertion. After removal of the introducer, introducer damage was noted and the femoral artery had been ruptured, requiring vascular surgery. The root cause of the vascular damage was the introducer tip split, which most likely occurred due to the introducer and dilator not being properly locked during insertion. The exact reason for the poor engagement of the introducer and dilator is unknown as the dilator was not returned for review. There will be no corrective action, the failure mode will be monitored and trended.